Event description:
Agilis handle became unattached form body of sheath while physician was steering/turning handle. Handle stayed on sheath. Exchanged sheath over wire to a new agilis. No harm was caused to patient.